Manufacturer narrative:
This report is for nine (9) unknown cortex screws. The original implant procedure was performed on (B)(6) 2012 at the (B)(6) hospital. The explant/revision procedure was performed on (B)(6) 2016 at (B)(6) hospital. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that patient expressed dissatisfaction with a locking calcaneal plate after onset of pain approximately four (4) years after implantation. The patient believes that the surgeon implanted nine (9) cortical screws, instead of the locking screws identified in the technique guide, into a modified plate during the initial procedure on (B)(6) 2012. Due to the pain, the patient underwent a surgical explant procedure on (B)(6) 2016 at a different hospital. Additional information pertaining to the patient and procedural outcome are unknown. This report is for nine (9) unknown cortex screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Though the subject device was not received by the manufacturer for investigation, a product development investigation was performed based on photographs of the explanted devices and x-rays. The subject devices was returned with the complaint condition reporting that the patient expressed dissatisfaction with a locking calcaneal plate after onset of pain approximately four (4) years after implantation. The patient believes that the surgeon implanted nine (9) cortical screws, instead of the locking screws identified in the technique guide, into a modified plate during the initial procedure on (B)(6) 2012. Due to the pain, the patient underwent a surgical explant procedure on (B)(6) 2016 at a different hospital. Additional information pertaining to the patient and procedural outcome are unknown. The investigation revealed that the plate was modified intraoperatively. The review of the surgical technique guide applicable at the time of implantation states ¿if necessary, remove a hole or tab of the plate using the cutting pliers. A combination of holes and/or tabs may be removed as needed¿. Normally, such adaptations will be made to adapt the plate to the anatomical contour of the patient. The plate can be modified as long as the intended instruments listed in the surgical technique guide were used. The degree of modification is within the discretion of the surgeon. The screws depicted in the provided photographs can be identified as cortex screws; these are non-locking/angular stable bone screws. Because the complaint screws were not returned and no further information was available, the screw part number(s) could not be identified. In general, the usage of cortex screws in combination with the calcaneal locking plate (both manufactured by (B)(4)) is allowed by the surgical technique ¿¿2.7mm or 3.5mm cortex screws or 3.5mm locking screws will be used for fixation. A combination of all three screws may be used.¿ the plate was identified as synthes calcaneal locking plate, part number 441.622. The code of this device indicates that this is a calcaneal locking plate 3.2mm, right, l 69mm. This plate is indicated for fractures and osteotomies of the calcaneus. Using a right-sided plate on the left foot, as mentioned by the patient, would be a use different from what is recommended by the manufacturer and most likely this is qualified as off-label use. However, it is the surgeon with their expertise and knowledge who can decide and disregard the given recommendation if they are in the firm belief that this will be of benefit to the patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.